Event description:
Customer reported damage to pump housing, which impacted ability to charge pump, though pump had not shut down due to this issue. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer continued to use pump for insulin therapy. No additional information was provided.